Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation in good used condition. There was no conclusive evidence which existed in the event log to support the user's complaint. The customer reported accuracy problem was not replicated. The pump accuracy test passed at +0.41%, -1.99%, and +0.43%.

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, it was noted that the pump was over delivering. The reporter noted that the "bag should run through in 11.5 hours" but went through "in 7.5 hours" no adverse effects were reported.